Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as high with high ketone levels; cause was not known. Healthcare provider identified the ketone level as dangerous. Customer delivered a correction bolus via pump to address bg level. The customer was hospitalized and treated with intravenous saline, insulin fluids, had eye surgery, and stomach pumped. Customer was released from the hospital on (B)(6) 2024 with the issue resolved. Customer sustained permanent vision loss; complete vision loss in left eye, and 10% vision in right eye. Reportedly, customer purchased a new pump.